Manufacturer narrative:
The device history records (DHR) of the device concerned was reviewed: the production lot, to which the device concerned belongs, passed all in-process inspections for every product, and the finished product inspections on representative samples based on sampling plan. No nonconformity or abnormality in the manufacturing processes of the device concerned was found. The actual device was not returned and could not be investigated. We assume the cause of this as follows: the facility has not reported any defects in the product, and we determine that it was due to the patient's condition and procedure. However, since health hazards to the patient (rupture of aneurysm and consiquent additional operation) occurred and have not recovered, and the causal relationship between health hazards and the product cannot be completely ruled out, we will submit MDR (30 days). In the instructions for use of I-ed coil (2376-1) , we state the potential of known risk as below; [device failures, adverse events and complications] the following device failures, adverse events and complications may occur during the use of the I-ed coil. However, device failures, adverse events and complications are not limited to those listed below. Immediately take appropriate measures in the event that any abnormality occurs. 2. Adverse events. (3) injury to blood vessels or tissues, vessel wall dissection, blood vessel perforation, blood vessel rupture. (5) bleeding, ischemia. (7) stroke, cerebral infarction.

Event description:
Treatment of left mca bifurcation aneurysm, previous treated a year ago by stent assisted coiling using a "stryker neuroform atlas stent". Space to be coiled was 3.5mm x 2.5mm in size, behind the previously placed stent. "Stryker excelsior sl10" microcatheter selected for coil delivery. Microcatheter tip was placed into aneurysm through the stent struts. 1st coil selected was the "ied coil complex infini silkysoft (393-020306)", delivered into the aneurysm without complications and deployed. 2nd coil selected was the "ied coil complex silkysoft (390-01h3)", delivered into the aneurysm and positioned ready for deployment. During a visual check before deployment, rupture of the aneurysm and corresponding hemorrhage and coil loops outside of the aneurysm wall into the subdural space confirmed. Cause of rupture could not be identified but not directly related to coil. After hemorrhage was confirmed a further 8 ied coils were deployed into the space to stop the bleeding. Hemostasis was achieved approximately 27minutes after rupture of aneurysm. After procedure an hematoma approximately 3cm wide in size was confirmed at the point of rupture and patient was in an unstable condition. On 5/23/2023 additional information: patient was safely extubated, intact and in a stable condition. Reported by MFR on 3009761573-2023-00001.